Event description:
The pt stated that approx one week after initiating treatment with the bone healing system, he developed a "buster" on his foot. The "blister" subsequently broke down and the pt developed gangrene. The pt ultimately had a below the knee amputation. The pt suffers from diabetes mellitus.